Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance and a loss of capture. After the lead was repositioned, the impedance and the thresholds were noted to keep varying. The doctor also mentioned concern about sudden helix extension. The lead remains in use. No patient complications have been reported as a result of this event.